Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that nursing staff took over from afternoon patient around 21.30 hours, IV cytarabine started by nursing staff at 15.45 hours at 16/09/2021. Patient got IV cytarabine running rate 45.8 mls/hr. One hourly chemo pump checking attended during shift, around 2.00 a.m nursing staff noted whole 24 hour chemo bag cytarabine gone through within 10 hour. Chemotherapeutic drug cytarabine infused too quickly. The drug was to be infused over 24 hours and instead it was completes in 10 hours. The pump was set at the correct rate to run over the 24 hours and for reasons unknown the pump infused too quickly. The error was noted when the pump alarmed to say the infusion was completed. Hourly pump checks were performed overnight. Chemotherapy infusion bags are covered by a plastic light resistant bag so the diminishing fluid was not noted by nursing staff. The pump and channels were immediately removed from the patient and isolated. Haematology on call reg and consultant were notified. Patient is for hourly observations but no further action. Mes have been informed of the incident. Pump has been removed by mes and will be sent for analysis. The haematology consultant has instructed the next dose of cytarabine to be commenced at 1500 on the 17/9/21. Nursing staff informed of the incident via huddles and via email. Ongoing education will be conducted on the need to check under the light resistant bag when performing hourly pump checks. Clinical educator an cnc informed of the incident. There was no harm caused to the patient.

Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval, returned to manufacturer on, device return to manuf ., device eval by manufacturer, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that nursing staff took over from afternoon patient around 21.30 hours, IV cytarabine started by nursing staff at 15.45 hours at (B)(6) 2021. Patient got IV cytarabine running rate 45.8 mls/hr. One hourly chemo pump checking attended during shift, around 2.00 a.m nursing staff noted whole 24 hour chemo bag cytarabine gone through within 10 hour. Chemotherapeutic drug cytarabine infused too quickly. The drug was to be infused over 24 hours and instead it was completes in 10 hours. The pump was set at the correct rate to run over the 24 hours and for reasons unknown the pump infused too quickly. The error was noted when the pump alarmed to say the infusion was completed. Hourly pump checks were performed overnight. Chemotherapy infusion bags are covered by a plastic light resistant bag so the diminishing fluid was not noted by nursing staff. The pump and channels were immediately removed from the patient and isolated. Haematology on call reg and consultant were notified. Patient is for hourly observations but no further action. Mes have been informed of the incident. Pump has been removed by mes and will be sent for analysis. The haematology consultant has instructed the next dose of cytarabine to be commenced at 1500 on the (B)(6) 2021. Nursing staff informed of the incident via huddles and via email. Ongoing education will be conducted on the need to check under the light resistant bag when performing hourly pump checks. Clinical educator an cnc informed of the incident. There was no harm caused to the patient.